Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events and a product complaint (pc), concerned a 10-year-old, male patient of unspecified origin. Medical history and concomitant medications were not reported. The patient received insulin lispro (rdna origin) injection (humalog 100u/ml) cartridge, via humapen ergo ii for the treatment of unknown indication beginning on an unspecified date. Dosage regimen and route of administration was not provided. In (B)(6) 2022, while on treatment with insulin lispro the humapen knob was rotating on loss and did not release the insulin dose (pc (B)(4). The pen ran quickly to zero and did not reach the dose. When glucose level in blood was measured, it was found 800mg/dl. The event of blood glucose increased was considered as serious by the company due to medically significant reasons. The pen did not release insulin dose in his body, so it causes the elevation in blood glucose level. Then, the caregiver decided to give him, his insulin dose using syringe. Approximately since 12-sep, he suffered from incontinence in urine. Information regrading corrective treatment, outcome of events and status of insulin lispro therapy was not provided. The user of the humapen ergo ii was the caregiver and her training status was not provided. The general humapen ergo ii duration and the suspect humapen ergo ii duration of use were not provided. The action taken with the humapen ergo ii and its return status was not reported. The reporting consumer did not provide the relatedness of event miss does with insulin lispro therapy or humapen ergo ii; however related the remaining events with insulin lispro therapy or humapen ergo ii. Edit (B)(6) 2022: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added.

Manufacturer narrative:
B.5. Narrative field: new, updated, and corrected information is referenced within the update statements in b.5. Please refer to update statement (s) dated 16oct2022 in the b.5. Field. No further follow-up is planned. Evaluation summary the mother of a male patient reported the knob of his humapen ergo ii device "was rotating on loss and did not release the insulin dose. The pen ran quickly to zero and did not reach the dose." The patient experienced increased blood glucose. The device was not returned to the manufacturer for investigation (batch 1709d02, manufactured september 2017). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. The total number of complaints received for the batch is within the established batch threshold, and the batch is not atypical. All humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. There is no evidence of improper use.

Event description:
Lilly case ID: (B)(4) this report is associated with product complaint: 6134311 this spontaneous case, reported by a consumer who contacted the company to report adverse events and a product complaint (pc), concerned a 10-year-old, male patient of unspecified origin. Medical history and concomitant medications were not reported. The patient received insulin lispro (rdna origin) injection (humalog 100u/ml) cartridge, via humapen ergo ii for the treatment of unknown indication beginning on an unspecified date. Dosage regimen and route of administration was not provided. In (B)(6) 2022, while on treatment with insulin lispro the humapen knob was rotating on loss and did not release the insulin dose ((B)(4)1/lot 1709d02). The pen ran quickly to zero and did not reach the dose. When glucose level in blood was measured, it was found 800mg/dl. The event of blood glucose increased was considered as serious by the company due to medically significant reasons. The pen did not release insulin dose in his body, so it causes the elevation in blood glucose level. Then, the caregiver decided to give him, his insulin dose using syringe. Approximately since 12-sep, he suffered from incontinence in urine. Information regrading corrective treatment, outcome of events and status of insulin lispro therapy was not provided. The user of the humapen ergo ii was the caregiver and her training status was not provided. The general humapen ergo ii duration and the suspect humapen ergo ii duration of use were not provided. The action taken with the humapen ergo ii and was not returned to manufacturer. The reporting consumer did not provide the relatedness of event miss does with insulin lispro therapy or humapen ergo ii; however related the remaining events with insulin lispro therapy or humapen ergo ii. Edit 03oct2022: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Update 16oct2022: additional information received on 13oct2022 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields/ european and canadian (EU/ca) device information for pc 6134311 associated with lot number 1709d02 of humapen ergo ii. Updated date returned to manufacturer for the device. Corresponding fields and narrative updated accordingly.